Event description:
It was reported that during the procedure, the repositioning pin broke off and a piece still remains in the patient.

Manufacturer narrative:
The device was returned for evaluation and the investigation shows that the product subject to the complaint had reached its life time at the event date of the reported incident. There is no indication for a quality issue with the article in question, nor is there any indication for a deviation from the defined quality specifications within development or manufacturing. No indications for unusual or unexpected circumstances could be identified, either. Moreover, it is to be concluded that the reported incident originated from a common case of wear and tear resulting from aging as it is to be expected with mechanical medical devices subject to reprocessing after reaching their life time, not making any further action necessary.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during the procedure, the repositioning pin broke off and a piece still remains in the patient.